Event description:
It was reported that the patient implanted with this device notified technical serivces (ts) that their device had been emitting beeping tones for several days. At the time, ts did not know the reason for the beep tones. Days later, the patient presented to the emergency department at gold coast university hospital. A device interrogation was performed by a hospital technician and discovered that the device had recorded a code 1003, signaling that the battery voltage was too low relative to the expected remaining capacity. Subsequently, the device was surgically replaced on the same day. There were no further adverse effects on the patient. The device is anticipated to be sent back for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient implanted with this device notified technical serivces (ts) that their device had been emitting beeping tones for several days. At the time, ts did not know the reason for the beep tones. Days later, the patient presented to the emergency department at gold coast university hospital. A device interrogation was performed by a hospital technician and discovered that the device had recorded a code 1003, signaling that the battery voltage was too low relative to the expected remaining capacity. Subsequently, the device was surgically replaced on the same day. There were no further adverse effects on the patient. The device is anticipated to be sent back for analysis. The product has been received for analysis.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.